Event description:
Events in (B)(6) 2012 around power down issues with smiths medical cadd prizm vip pumps. Some duplicated some not. After researching some occurrences we believe issues was around newest purchase pump batch at (B)(6) 2011, majority of pumps from this purchase batch have had no concerns, however, after reviewing with sales rep, plan is to move ahead with sending all pumps in purchase batch back for complete evaluation.